Event description:
It was reported that this device exhibited a battery depletion (bd) error. The device has been implanted greater than six years of implant time. Technical services requested the caller download device data for review. There were no adverse patient effects. The device remains implanted.